Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) there was clotting. The following information was provided by the initial reporter. The customer stated: "there is an increase of incidents of blood clotting after collection in the tube micro w/microgard edta lav."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2109174. Medical device expiration date: 2023-09-30. Device manufacture date: 2022-04-19. Medical device lot #: 1300591. Device manufacture date: 2021-10-27. Medical device lot #: 2074141. Medical device expiration date: 2023-08-31. Device manufacture date: 2022-03-15. Medical device lot #: 1363407. Medical device expiration date: 2023-06-30. Device manufacture date: 2021-12-29. Medical device lot #: 1215939. . Medical device expiration date: 2023-01-31. Device manufacture date: 2021-08-03. Medical device lot #: 1286525. Medical device expiration date: 2023-03-31. Device manufacture date: 2021-10-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to were observed. Fifty (50) retention samples were visually evaluated with acceptable results. In addition, fifteen (15) reservoirs were tested at the juncos laboratory for k2 edta content with acceptable results. Bd was unable to confirm the customer¿s indicated failure mode, clotting because the defect was not evident in the testing of the complaint lot samples. Visual evaluations of both complaint lot (retains) and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory evaluation of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) there was clotting. The following information was provided by the initial reporter. The customer stated: "there is an increase of incidents of blood clotting after collection in the tube micro w/microgard edta lav."